Manufacturer narrative:
Lot # - 20315 exp date: 05/2017. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, and system risk analysis (sra). The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed. Trending analysis by lot number was reviewed from 08/23/2015 to 02/19/2016 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact to safety is "low." The product was not returned; therefore, no visual analysis was performed. The assignable cause of the issue cannot be determined. It is unlikely the issue was with the product since the DHR review did not reveal any anomalies and trending has not exceeded. Additionally, the customer left the product exposed overnight before processing which could lead to the color change with the tape. A customer education letter will be sent. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape common device - the correct common device is indicator, chemical catalog number - the correct catalog number is 14202 lot number - the correct lot number is 20315 expiration date - the correct expiration date is (B)(6) 2017.

Event description:
A customer reported the sterrad sealsure chemical indicator tape did not change color correctly after a completed sterrad nx cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad sealsure chemical indicator tape not changing color correctly.